Manufacturer narrative:
Document review: versafitcup cc trio cementless shell 52: ref 01.26.45.0052 - lot 122064 ((B)(4) cups produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date all the cups belonging to this lot have been already sold without any other similar issue. On the basis of the data collected, we have no evidences that the event is device related.

Event description:
Imp ref #: (B)(4).